Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a consumer regarding a patient who was receiving baclofen (4000 mcg/ml at 330 mcg/day) via an implantable pump. The pump¿s indications for use were noted as non-malignant pain and intractable spasticity. It was reported that on (B)(6) 2016, the patient had a refill during which a concentration change was programmed and the bridge bolus was programmed inaccurately; the bolus dose was entered in the old drug desired dose field and the patient had an overdose. The bolus dose was displayed as 2037.4 mcg and the old drug dose was 2038.6 mcg/day. The patient was somewhat drowsy after the bolus was infused. The change in therapy/symptoms was reported as sudden. The programming was corrected and the patient did well. Additional information was received from the consumer. The consumer reported having grave concerns regarding the programming of the pump and errors that can too easily be entered. It was stated that the patient experienced a potentially life-threatening overdose. The consumer asked how the patient who was already dealing with the challenges of a traumatic brain injury (tbi) and all the related issues that come with that condition, could walk out of the doctor¿s office one evening, and almost not wake up the next morning, through no fault of her own. The consumer stated that if she had not found the patient when she did on the morning of (B)(6) 2016 and immediately recognized a critical problem to which she suspected the pump and contacted the doctor, the outcome might have been different. The patient reportedly experienced several days of the horrible issues caused by the overdose, which was 4 times the intended dosage. The event was traumatic for the patient. In the 12 years since sustaining the tbi, this was the first time the patient had to use a wheelchair in the house. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information received from the manufacturer representative indicated the pump was in "shelf state" for 24 hours and then reprogrammed the next day. The patient responded well with the reprogramming. The dose was continuing to be weaned with a transition to saline planned (possible explant in mind). The plan had been underway for the past 3 months. It was clarified the patient was given 6.18 times the correct dose (previous reported from the hcp as 4 times the correct dose). The intended change in dose was 20%, but turned out to be 518% (figure reported by consumer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.